Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-05676. It was reported patient was experiencing pain at the ipg site and l1 drg lead was exhibiting high impedances. As such surgical intervention took place where the entire system was explanted.